Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to device performance issues as the pump was not working properly. A new inflatable penile prosthesis cylinder and pump components were implanted. Following the surgery the patient was reported to be fine. There were no patient complications in relation to this event..